Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy pad" messages) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. There was an open connection at the j2 tab inside of the front therapy electrode (te). The cause of the test failure and the reported messages was isolated to the open connection. The root cause of the open connection was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "check therapy pad" messages.